Event description:
Per the clinic, the patient experienced a biofilm and bacterial infection with granulation tissue enveloping the receiver/stimulator within the subperiosteal pocket and the electrode within the mastoid. On (B)(6) 2025, the patient was treated with oral antibiotics and topical antibiotics (specific date and duration not reported). Subsequently, in (B)(6) 2025, the patient underwent a procedure for polyp excision and tube placement (specific date not reported), followed by additional course of oral and topical antibiotics (specific date and duration not reported). The ear canal polyp recurred, and the patient underwent a second procedure for endoscopic polyp excision (specific date not reported). An inflammation was noted in the mastoid region and a fistula had formed between the mastoid and the canal. A revision surgery was performed to debride the inflamed tissue (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.